Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for instrument inspection. After evaluation of the instrument and instrument data, the cse adjusted the vacuum regulator, verified the connections and replaced the waste reservoir assembly. The replacement of the waste reservoir assembly resolved the vacuum issue. This event also identifies an off-label use as the advia centaur xp ipth assay is not cleared for intra-operative use. The instruction for use (IFU) states in the intended use section the following: "for in vitro diagnostic use in the quantitative determination of intact parathyroid hormone (ipth) in edta plasma or serum using the advia centaur and advia centaur xp systems. This assay is intended to be used to aid in the differential diagnosis of hyperparathyroidism and hypoparathyroidism. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
The customer observed advia centaur xp waste pump vacuum errors and was unable to perform the daily cleaning procedure or system rinse successfully. The customer intended to test the intact parathyroid hormone (ipth) assay for an intraoperative patient sample. The surgery was cancelled as the instrument was not operational. There was no report of patient intervention or adverse health consequences due to the cancellation of the patient's pth surgery.